Event description:
The patient was revised because of loosening of the tibial tray and femoral component at the cement/implant interface. Unknown cement manufacturer. Osteolysis and polyethylene wear noted.

Manufacturer narrative:
Corrected: catalog #. Examination of the submitted patella confirmed anticipated wear for a polyethylene patella knee device implanted for approximately 15-1/2 years. Based on the investigations inability to identify product failure or product contribution to the reported event, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.